Manufacturer narrative:
(B)(4). The reported condition of a system error 2367 alarm was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error 2367 (air in set) during dwell 2 of 3 on the home choice (hc). The technical service representative (tsr) advised the caregiver (cg) to discard the supplies and either finish with manuals, start over with new supplies, or contact the peritoneal dialysis nurse (pdn) regarding any missed therapy. The tsr explained if the machine was allowed to alarm several times and alarm was not corrected, the machine may end therapy with the system error 2367. The cg would call back if any problems or questions. Product surveillance (ps) contacted the pdn on (B)(6) 2012 regarding the system error 2367 alarm. Per the pdn, the home patient (hp) did follow up with the pdn regarding the alarm. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.